Manufacturer narrative:
G4: 06jul2020 b4: (B)(6) 2020 caller reported the battery will not hold a charge, they have replaced the battery and the unit powers on when connected to the alternating current (ac) supply. The philips field service engineer (fse) verified the device powers on when connected to the ac supply. The device will not power on when on/off switch is pressed and will only power off when the ac supply is disconnected. The fse replaced the power switch overlay to correct the issue which was unsuccessful. The fse was advised to replace the power management (pm) pcba and if that did not correct the failure to replace the user interface (ui) pcba. The fse also noted that the device when powered on in ventilation mode exhibits a check vent backup alarm fail message. The fse measured the battery voltage as 7.8 volts and confirmed the battery recently installed by the customer will not hold a charge and exhibited a check vent: battery failed. The fse made the repairs returned the next day to test the device. During the testing the device was failing air flow accuracy test. The fse replaced the power switch overlay, pm pcba and the ui pcba to correct failure mode of the device powering on when connected to the alternating current (ac) supply. The fse replaced the cpu pcba to correct the check vent backup alarm fail message; the fse replaced the backup battery to clear the check vent: battery failed and replaced the flow sensor assembly to correct the air flow accuracy failure. The device passed all testing and was returned to service. The central processing unit (cpu) printed circuit board assembly was returned to failure investigation for analysis. Visual inspection of the central processing unit (cpu) printed circuit board assembly revealed no evidence of damage or contamination. Customer complaint not verified. The unit was left switched off and had power cycled for an extended period, without the phenomenon check vent backup alarm fail message occurring. No fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 12mar2020 .b4: (B)(6) the manufacturer¿s field service engineer (fse) remotely confirmed the issue. The customer received new internal battery, new internal battery was installed, and charging. The customer was advised when unit is plugged into ac (alternation current) power, and internal battery is connected unit will power up on its own without pressing on/off switch. Ui pcba(user interface printed circuit board assembly) was ordered to customer site to address the reported problem. The fse went onsite, installed ui pcba, powered on unit, unit operation was successful. Unit was plugged in the ac power with internal battery connected overnight. The fse returned next day, no problem found with unit self start powered on. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18feb2020.

Event description:
The customer reported that when alternating current (ac) is connected, the unit starts up. There was no patient involvement. The fse confirmed the reported issue. The fse found that the unit would not connect to diagnostic mode when using ac power. The unit would not power off when the on/off switch was pressed. The fse replaced the on/off overlay. The unit displayed a check vent backup alarm failure message, so the fse replaced the power management pcba. The fse also inspected the internal battery, which was unable to charge to capacity. The fse placed an order for a replacement battery.